Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the procedure, as the doctor impacted the femoral component positioner to position the definitive femur component, the butterfly that adjusts the piece broke. It was possible to finish the procedure successfully with the same piece. There was no patient impact and no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: during the procedure, at the moment in which the dr. Impacts the femoral component positioner ref * lot * to position the definitive femur component, the butterfly that adjusts the piece breaks; due to this novelty, there was no discomfort on the part of the specialist since during the surgery it was possible to finish working with this same piece, completing the surgery successfully, without affecting the patient and without alterations in surgical times. At the end, a report is left in the case report, in the one force and this medium in order to inform what happened, the affected reference and its damaged part are left inside the equipment for easy identification and change when the devices return to the j&j facilities. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment "source file - reporte de calidad fundacion valle del lili - cali a20408 of 997034". The photo investigation revealed that the red wing knob screw broken from the attune femoral introducer. No other anomalies were observed in the photos provided. The potential cause is associated with high cycle fatigue of the ml slide screw on either side of the cross pin, where the cross-sectional area is the smallest. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune femoral introducer would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.